Event description:
It has been reported to us that during the procedure, the tip of the guidewire separated and remains inside the patient's vessel. The physician used the guidewire for a lead placement procedure. The physician inserted the guidewire into the pt. The physician inserted a catheter lead and advanced the catheter forward and pulled back on the guidewire and the guidewire distal tip separated and became lodged inside the patient's right atrium. The decision was made to leave the separated distal tip inside the pt. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.